Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had a fall like a year ago and the device became disconnected, it was clarified that the lead had disconnected from the ins. The rep ended up shutting the device off. They were redirected to their healthcare provider. It was noted the healthcare provider planned to remove the implanted system. No patient symptoms were reported.